Event description:
It was reported that after priming and tuning the monitor went blank and smoke can be seen coming out from the back of the console. System was shut down and removed from the operating room. No pt injury reported.

Manufacturer narrative:
(B)(4). Inspection and analysis of the unit was completed. Field service engineer visited site and found a blown component on the sub system controller board. Field service engineer replaced the board and completed service checklist-system. The unit is now operating properly and meets amo specs. Blown component on sub-system controller board. There is no pt involvement.